Event description:
A malfunction on the pump was reported by the caller, who noted that no notable events had occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, helped the caller complete the reset process, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and contact technical support if any malfunction codes reappeared, which the caller acknowledged and understood.